Event description:
Pt is a (B)(6) year old male with a history of organic erectile dysfunction. He had a 3 piece inflatable penile prosthesis placed in (B)(6) 2012. The device was nonfunctional with the fluid being out. Pt came in requesting replacement.